Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. The device has been explanted, but has not been received for investigational purposes yet.

Event description:
The child has not been responding to sounds since 15 days approximately. No trauma has been reported. The patient has been explanted but the device has not yet been received for investigation.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. The device has been explanted, but has not been received for investigational purposes yet.

Event description:
The child has not been responding to sounds since 15 days approximately. No trauma has been reported. The patient has been explanted but the device has not yet been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Around (B)(6) 2017, the child was not responding to sounds for 15 days, approximately. No trauma has been reported. The patient was re-implanted on (B)(6) 2017.